Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that buttons on the insulin pump was unresponsive to clear the failed battery test alarm they received. The mother stated the escape and act buttons were not responsive. The insulin pump was not bumped, dropped or exposed to moisture. Customer's blood glucose was 240 mg/dl. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.